Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. No clinical file was saved or provided for review. Review of the activity log shows that once pacing mode was enabled, the users were prompted with an "ECG leads off" message which occurs when no valid patient impedance is detected through the ECG leads. The r series does not log when an ECG lead fault is resolved, so it cannot be determined when, if at all, the lead fault was resolved. The device passed all ECG and pacing testing using test accessories without duplicating the report. The log evidence and testing suggest this is likely an accessory related issue, but cannot be confirmed based on the customer not providing the associated accessories. The device was recertified and returned to the customer. There are a number of factors that exist outside of a device malfunction that can cause no ECG signal that include but are not limited to: poor coupling of the ECG electrodes to the patient, poor coupling of the ECG cable to the electrodes/device, or an issue with the electrodes or cable itself. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a (B)(6) female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.